Event description:
Hospital admission notes dated (B)(6) 2013 note that the patient was hospitalized because of intractable recurrent seizures. The patient was loaded with 20mg/kg of phenytoin and seizure activity continued. Phenobarbital was added 15mg/kg and the patient continued to experience some breakthroughs. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.